Event description:
Patient additionally reported via regulatory agency right side "capsular contracture [baker grade unknown] and seroma".

Manufacturer narrative:
The events of "capsular contracture and seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: capsular contracture, baker grade unknown and seroma-late. Additional, changed, and/or corrected data.

Event description:
Patient advised that when removed the implant was observed to be intact.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side rupture. Device remains implanted.